Event description:
Description of the problem (what / why) - valve defective. How often did the defect occur - once. Medical intervention (other than first aid) - not required. Needle stick/probe stick - not required. Other measures taken - yes. Safety problem - no. Problem solved - yes. How was the problem resolved / additional information - valve change. Photo / sample available - yes. Safety valve broken / damaged / defective - defective. Safety clamp open if valve broken. / damaged. / d.. - no indication / not applicable. Safety valve lug broken / damaged - no specification / not applicable. Locking tab broken / damaged - no indication / not applicable. Leakage - no indication / not applicable. Successful drainage - yes. Contact with blood / body fluids - no indication / not applicable. Change in course of treatment due to event - no indication / not applicable. Connected device (pleurx/peritx/brand) - 50-9050a. Time catheter in place: (B)(6) 2023. Procedure performed by - ewimed employees. Performed in - home. Additional information - none / not relevant. Received answers - 12 september 2023. Was there any damage noticed on catheter valve? Leakage. Was the valve cracked or broken? Not known. What was the impact to the patient? Valve change. Was the locking tab broken? Not known. Is there a photo or sample available showing the reported issue? Pick-up has already been arranged.

Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection of the valve, it was observed that the locking tab was broken off. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001499707 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Description of the problem (what / why) - valve defective. How often did the defect occur - once. Medical intervention (other than first aid) - not required. Needle stick/probe stick - not required. Other measures taken - yes. Safety problem - no. Problem solved - yes. How was the problem resolved / additional information - valve change. Photo / sample available - yes. Safety valve broken / damaged / defective - defective. Safety clamp open if valve broken. / damaged. / d.. - no indication / not applicable. Safety valve lug broken / damaged - no specification / not applicable. Locking tab broken / damaged - no indication / not applicable. Leakage - no indication / not applicable. Successful drainage - yes. Contact with blood / body fluids - no indication / not applicable. Change in course of treatment due to event - no indication / not applicable. Connected device (pleurx/peritx/brand) - 50-9050a. Time catheter in place: (B)(6) 2020. Procedure performed by - ewimed employees performed in - home additional information - none / not relevant received answers - 12 september 2023 was there any damage noticed on catheter valve? - leakage. Was the valve cracked or broken? - not known. What was the impact to the patient? - valve change. Was the locking tab broken? - not known. Is there a photo or sample available showing the reported issue? - pick-up has already been arranged.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0202 patient problem code: f26.